Manufacturer narrative:
Further investigation determined this to be a duplicate of a previously reported incident via MDR# 1218950-2016-07921. No further investigation is required.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported fault pacer malfunction. There was no report of patient involvement.